Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated recurrent alert 75 indicative of a vibe i2c power fault while insulin delivery and glucose control reportedly continued, and the care team attempted multiple restarts and completed a mobile app sync before being instructed to restart the pump again and then proceed with device replacement when the alert reoccurred. Symptoms included no reported changes in blood glucose. Outcomes included continued therapy with backup therapy education provided until the replacement device was obtained, with no injury or hospitalization. Investigation included review of device alert history and guided troubleshooting steps, including device restart and verification of adequate charge. Investigation of this device revealed a persistent device malfunction consistent with an internal power communication issue within the pump electronics, which necessitated replacement. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.